Event description:
It was reported that the patient experienced slight redness and soreness/tenderness at the implant site when sitting. The patient saw her managing physician last friday and was given antibiotics and everything was better. The patient also saw the physician this morning as well. Additional information received reported that the cause of the event was the insertion of the implantable neurostimulator (ins) and cellulitis. The patient was given oral antibiotics and the cellulitis resolved.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va08ezq, implanted: (B)(6) 2013, product type lead. (B)(4).